Manufacturer narrative:
Product ID (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the patient started to feel clammy with chest and back pains. It was noted that during the procedure, there was not excessive pressure on the delivery; however, the impedance did change from 700 ohms to 1010 ohms but within a minute has stabilized back down to 700 ohms. The ipg was implanted and the following day an echocardiogram indicated pericardial effusion and possible tamponade. A perforation was suspected. The patient will be monitored and the ipg remains in use. No further patient complications have been reported as a result of this event.